Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on jan 16, 2020 with lot number 3121662. Visual analysis of the returned device identified weight to the spec, opening, crease fold, red particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on anterior side due to surgical damage. Additional, changed, and/or corrected data: d10, g1, g4, h3, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.